Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges during insulin delivery. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.